Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the suture and needle were found detached during a procedure. Another device was opened to complete the case.